Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilatation. However, on the 1st inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter and a touhy. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic investigation of the balloon revealed a pinhole less than 1mm distal of the proximal markerband. The tip was damaged. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 2mm x 20mm x 142cm coyote(tm) es balloon catheter was advanced for pre-dilatation. However, on the 1st inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.